Event description:
The customer reported that while the iabp was in use on a patient, the iabp after 30 minutes of pumping generated an alarm of "no patient status available" soon after that alarm the iabp generated a "system failure". The customer rebooted the iabp and restarted pumping. The "system failure" occurred two more times. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The device has not yet been evaluated by maquet. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).